Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The cuff moved to different location and did not coapt enough. The cuff was downsized, explanted and replaced. No further patient complications reported.